Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip broke. (After viewing the device, they noticed a small piece of the grey silicone was missing from the jaw). The broken piece was removed from the patient's leg with another hemopro device. No additional incision was made. All pieces were accounted for. No harm to the patient. The vein harvest was successfully completed with the use of a new hemopro device.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152205 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 23oct2020. An investigation was conducted on 23nov2020. A visual inspection was conducted. The harvesting device and the cannula were returned. There were signs of clinical use and evidence of blood observed on both the harvesting tool and cannula. The cannula was observed to be intact, no visual defects were observed. The gray silicone insulation on the side of the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was returned for evaluation. The heater wire was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip broke. (After viewing the device, they noticed a small piece of the grey silicone was missing from the jaw). The broken piece was removed from the patient's leg with another hemopro device. No additional incision was made. All pieces were accounted for. No harm to the patient. The vein harvest was successfully completed with the use of a new hemopro device.